Manufacturer narrative:
B.5 additional information was received. E.1 revised fxa number as it was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24854-1. H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2024-24854-1. According to the additional information received from the clinical site regarding ventricle perforation the following have been revised. H.6 code 2513 and 4624 were reported in error on follow up manufacturer device report number 1220648-2024-24854-1. H.10 investigation results and instructions for use regarding ventricle perforation were reported in error on follow up manufacturer device report number 1220648-2024-24854-1.

Event description:
Additional information was received from the clinical site and there was no allegation against the impella rp flex for ventricle perforation that occurred while on support.

Manufacturer narrative:
The investigation low pump flow, hemolysis, ventricle perforation, and infection/sepsis has been completed. Upon visual inspection, no biomaterial or damage to pump was observed. Clinical details noted that clinical team suspected clot ingestion that was causing hemolysis and administered tissue plasminogen activator (tpa) to purge in attempt to resolve hemolysis. Additionally, pump position was confirmed on echo. The root cause of the hemolysis was most likely due to biomaterial. Data logs were reviewed and lt logs show pump flow is lower than normal range for p-7 at time when ps is shifted up. Rt log of time of placement signal shift shows pump flow drops and all pump parameters becoming fully saturated. Clinical details noted that low pump flow was observed in the field around the same time as the hemolysis was occurring. The root cause of the low pump flow was most likely due to biomaterial. The root cause of the ventricle perforation and infection/sepsis cannot be definitively determined as insufficient information was provided. D9 date device returned to manufacturer added. Instructions for use: impella rp smartassist system with automated impella controller & rp flex with smartassist system with automated impella controller: section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ impella rp smartassist system with automated impella controller & rp flex with smart assist system with automated impella controller: section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ rp flex with smartassist system with automated impella controller: section: warnings & cautions: warnings: ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ impella rp smartassist system with automated impella controller: section: warnings & cautions: warnings: ¿do not advance or withdraw the impella rp with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ b5 updated with additional information that was inadvertently omitted from manufacturer device report 1220648-2024-24854. H6 health effect - clinical code 2513 and health effect - impact code 4624 were inadvertently omitted from manufacturer device report 1220648-2024-24854. H10 instructions for use regarding ventricle perforation were inadvertently omitted from manufacturer device report 1220648-2024-24854.

Event description:
It was reported that two days prior to explant the patient developed pericardial effusion with subsequent tamponade in early morning. CT surgery evacuated effusion and patient subsequently developed right ventricle perforation. Perforation repaired at bedside by CT surgery. No change was noted in impella rp flex position and performance.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller. Section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer: ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella rp flex device for mechanical circulatory support. While on support, the patient experienced hemolysis. The patient was administered four units of red blood cells. Also, there was suspected clot ingestion as low pump flow was experienced. Tissue plasminogen activator protocol was given via purge and increased partial thromboplastin time therapeutic goal. The interventionist discussed switching purge solution to five percent dextrose (d5) and heparin versus d5 and sodium bicarbonate and the possibility of starting dialysis. Additionally, sepsis was suspected. The patient continued to be monitored until successful weaning and explant.